Manufacturer narrative:
Product passed functional testing during 8 hour burn-in. All functions perform as expected. No problem found. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a shoulder arthroscopy procedure using a footswitch,ep-1, aclr,lo pro- was put on the patient's arm and it was noticed that after the surgery was performed the patient was found to have a burn in the region of the biceps muscle. There was a procedural delay of 5 minutes. This incident did not result in any patient injury or complications.